Event description:
It was reported that: the anesthesiologist stated that during surgery the device went into 'standby' without alarm. This was recognized due to drop of the oxygen valve. No injury reported.

Manufacturer narrative:
The device was checked and the device log was analyzed. The device was found to meet specification. All alarms were fully functional. No deviation was identified. The device log shows no entry for the day of occurrence which has any coherency to the event. Beyond that, the whole log shows no entry for a device failure. If the user wants to switch (B)(4) to 'standby' this function has first to be selected. Only if this selection is displayed on the screen and an acoustical signal was given, 'standby' can be confirmed. Therefore a switch to 'standby' by user mistake is not likely. Finally no root cause for the reported event could be identified.